Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the cover on the architect c16000 has a broken hinge which makes the lid difficult to open, it cannot hold itself open and will slam shut. There was no impact to patient management. There was no user injury reported.

Manufacturer narrative:
On (B)(6) 2018, the customer contacted abbott and reported that the top cover hinge was broken on their architect c1600377. During the subsequent site visit, the field service representative replaced the top front cover hinges to resolve the issue. There have been no subsequent contacts from the customer regarding covers not remaining raised since the cover hinges were replaced. The architect system operations manual provides information regarding the proper and safe operation of the architect system. The architect c16000 service and support manual provides removal and replacement procedures for the top front cover hinge. The architect c16000 system service and support manual contains preventive maintenance procedures with instructions for routinely checking the c16000 front and rear covers to ensure correct functionality and adjustment procedures if the cover should fail to stay open when raised. A search for similar complaints identified no trends for the top front cover hinge (part number 7-76748-01) with regards to the current complaint. Based on the investigation no product deficiency was identified for the architect c1600377 or the top front cover hinge (part number 7-76748-01).